Manufacturer narrative:
The customer did not provide patient weight. All system parameters, including access accutni+3 quality control, access accutni+3 calibration, access accutni+3 precision run and system check, were within assay and instrument specifications. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse proactively performed preventative maintenance on the access 2 immunoassay system. The fse did not note any system malfunction that would have contributed to the reported event. The access accutni+3 reagent pack was not returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the available information. The beckman coulter (bec) internal patient identifier is (B)(6). All mdrs associated with this report: MDR 2122870-2015-00584, MDR 2122870-2015-00585.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results for three (3) patients on the access 2 immunoassay system (serial number (B)(4)). The customer was unable to provide the date or the numerical values for the first patient (designated as patient number one (1)). The customer repeat tested the samples on the same access 2 immunoassay system and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were reported outside the laboratory. There was report of change in patient treatment associated with this event as the patients were administered lovenox. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. MDR 2122870-2015-00584 addresses the results obtained for patient one (1) on (B)(6) 2015. MDR 2122870-2015-00585 addresses the results obtained for patient two (2) on (B)(6) 2015. This report addresses the results obtained for patient three (3) on (B)(6) 2015. Access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay specifications. The patient samples are collected in becton dickinson rapid serum tubes. Samples are centrifuged at 3500 revolutions per minute (rpm) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.